Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6( type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected sections: e1-phone # due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. After replacing the scroll compressor (0119-00-0236) and drive regulator (0103-00-0633), all the functions of the machine passed the factory-set safety performance indicators and were delivered for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm. After the failure occurred, other spare machines were immediately replaced. There was no patient harm reported.